Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving an unexpected pump failure alert, and stated that the insulin pump stopped delivering insulin, past events. The customer was unsure if there was a no delivery alarm related to the alleged event. During troubleshooting the alarms in the insulin pump history were reported as low reservoir and threshold suspend. The customer was advised to call the helpline back if the issues recurred or to contact the FDA. The customer's blood glucose values were not reported. No further information was provided.